Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported having unexplained high blood glucose of 298mg/dl, and her blood glucose was treated with two manual injections. Troubleshooting was performed. The time, date, and bolus wizard were correct. Reviewed the alarm history and found a weak battery alarm. Assisted the customer to run a manual prime test and the insulin did exit. Performed a high pressure test and the test failed twice. The customer also mentioned having a bent cannula. Advised the customer that the insulin pump would be replaced. No further information was provided.